Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the historical performance, and a review of product labeling. Worldwide data was used to evaluate the historical performance of reagent lot 02013m800. This evaluation indicated that the patient median result for lot 02013m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 02013m800. Review of the ticket trending and lot search did not identify an increase in complaint activity related to the complaint issue. The device history record review was performed on lot 02013m800 , which did not show any related potential non-conformances, deviations, or non-conformance's. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated ca 19-9 xr result for a (B)(6) year old female, when processing on the architect i2000sr. The patient medical history is unknown. The following data was provided: initial architect ca 19-9 result was 52.81 and retest with the same device was 77.56 u/ml. Additional testing with another device generated a result of 37.9 u/ml. Additional testing with cea yielded results of 2.75 and 2.73 ng/ml with another device. Previous results for this patient have been 5.0, 8, 7.1 and 6.4 ng/ml. No impact to patient management was reported.